Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer's blood glucose was 180 mg/dl at the time of the call. The customer's blood glucose was 480 mg/dl. The insulin pump will not be returned for analysis.